Event description:
It was reported that a patient sustained a lesion to the cornea after treatment to the eyelids and periorbital areas with an ultrapulse encore laser.

Manufacturer narrative:
No related device malfunction was reported therefore, no examination of the subject device was performed. Reasonable attempts were made to obtain further information from the user facility, however, none was received. No determination of root cause could be determined from the information provided.